Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed on 12-may-2023 by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were confirmed. The instrument failed continuity test on the jaw with no ceramic dots. X-ray analysis was performed and revealed a break in the weld on the jaws causing the continuity test to fail. The advanced failure analysis concluded that this is a manufacturing related issue. The complaint regarding vse not sealing was confirmed based on the failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting delayed sealing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed, and failure analysis (fa) did not replicate nor confirm the customer reported complaint. The vse was placed and driven on an in-house system. The vse passed the self-test homing. The vse moved intuitively with full range of motion in all directions. The grips opened and closed properly. The vse passed the cut, jaw gap verification, and grip force tests. The grip test was passed with a value of 7.906. The energy delivery test was performed a various orientation of the grip tips and passed. There were no ceramic dots that were missing. Fa performed a review of the instrument logs and found no errors. Additional observations that were not reported by the customer were not related to the customer complaint. The vse failed electrical continuity test. One of the grips tips would intermittently pass the electrical continuity test. There was no obvious damage to the conductor wire. The complaint regarding delayed sealing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) did not seal and the customer noted that it did not matter if there was too much or too little tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.